Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The manufacturer received information that the patient alleging the device stopped working and has a burning odor. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil was able to confirm the device powers on and provides airflow, and the heater plate heats. During the investigation, pil observed a dust-like contaminant on the water tank lid, water tank seal, and water tank. Hair-like particles were observed on the water tank and ui display bezel. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits was observed on the ui display bezel, top enclosure, and iso port. A dust-like contaminant was observed on the center enclosure. The q6 component of the pca (heated tube circuitry) was observed to have thermal damage to it. A dust-like contaminant was observed on the inlet/outlet seal, inside the inlet of the blower box, on the blower, the blower seal, blower box, heater plate spring, and bottom enclosure. Hair-like particles were observed on the inlet/outlet seal and bottom enclosure. Pil was not able to confirm the complaint of the device not working. The device was scrapped.